Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): steerable guide catheter, 1 implanted mitraclip. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effect of thrombus/thrombosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to the patient condition, as the pre-existing hypercoagulation and hit likely contributed to the blood clot and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted that due to the pre-existing heparin induced thrombocytopenia (hit), it was not possible to utilize heparin during the procedure. The patient was treated with IV angiomax starting with an initial bolus and followed by continuous drip. One clip was successfully implanted, reducing the mr to 1-2+. A second clip delivery system (cds) was advanced to the mitral valve to further reduce the mr. After the cds exited the steerable guide catheter (sgc) in the left atrium (la), a large clot was noted to be on the end of the clip. The cds was carefully retracted back into the sgc and the system was removed from the anatomy. After removal, a clot was noted on the end of the clip. It was felt that the clot was likely pushed up while advancing the cds through the guide. No further clips were attempted. One clip was implanted, reducing mr to 1-2+. It was confirmed that the patient was doing very well with no evidence of neurovascular events. No additional information was provided.